Event description:
It was reported "hard to get screen to read and isn't sensitive anymore.". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.